Event description:
Pms of 3 sterilizers were closed out side the month +/- 10 day window for completing scheduled planned maintenance. This was due to the contracted oems inability to produce the pm kits needed for the equipment due for pm. S/ns: (B)(6). Ref reports: mw5155876, mw5155877.